Manufacturer narrative:
Siemens filed the initial MDR on 14-mar-2019. Additional information (18-mar-2019): siemens further investigated the issue. The review of the instrument files indicated kinetic check imprecision. The issue was resolved with the replacement of the sample mixer. The cause of the discordant calcium result was due to a failing sample mixer. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were running low. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 3 (s3) mixer. The cse also replaced and aligned the probes. The cause of the discordant, falsely low ca result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension instrument resulting higher. The result of 10.3 mg/dl was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.